Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint (pc), concerned a patient of an unknown age, gender and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin 100 u/ml, specific type unknown) unknown formulation via a reusable pen (humapen unknown) for the treatment of diabetes mellitus, beginning on an unknown date. Dose, frequency and administration route were not provided. On an unknown date after starting human insulin treatment the patient had blood glucose and blood pressure problems. On an unknown date the patient was hospitalized due to blood glucose and blood pressure problems. Reportedly, her humapen unknown had malfunction (pc (B)(4)/ lot number unknown). As of (B)(6) 2019, the patient was still in the hospital. No further hospitalization details and corrective treatments were provided. Outcome of the events was not recovered. Status of human insulin therapy was ongoing. The user of the humapen unknown device and his/ her training status were not provided. The general device duration was not provided. The humapen unknown device was not provided. The action take with suspect device and its return status was not reported. The initial reporter did not know if the events were related with human insulin therapy and did not provide the relatedness assessment for the events with humapen unknown device. The second reporting consumer did not provide the relatedness assessment for the events with human insulin therapy or humapen unknown device. Update 17-apr-2019: additional information was received from another consumer reporter on (B)(6) 2019, regarding ongoing hospitalisation and product complaint for humapen unknown. Added additional consumer reporter. Updated the narrative with new information. Upon review of the case updated the action taken and status of human insulin to no change and ongoing. Edit 17apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 24apr2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that their humapen (unspecified device) had an unspecified malfunction. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint (pc), concerned a patient of an unknown age, gender and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin 100 u/ml, specific type unknown) unknown formulation via a reusable pen (humapen unknown) for the treatment of diabetes mellitus, beginning on an unknown date. Dose, frequency and administration route were not provided. On an unknown date after starting human insulin treatment the patient had blood glucose and blood pressure problems. On an unknown date the patient was hospitalized due to blood glucose and blood pressure problems. Reportedly, her humapen unknown had malfunction/did not work ((B)(4)/ lot number unknown). As of (B)(6) 2019, the patient was still in the hospital. No further hospitalization details and corrective treatments were provided. Outcome of the events was not recovered. Status of human insulin therapy was ongoing. The user of the humapen unknown device and his/ her training status were not provided. The general device duration of use was not provided. The suspect device duration of use of the humapen unknown device was not provided. The suspect humapen unknown device associated with product complaint (B)(4) was not returned to the manufacturer. The initial reporter did not know if the events were related with human insulin therapy and did not provide the relatedness assessment for the events with humapen unknown device. The second reporting consumer did not provide the relatedness assessment for the events with human insulin therapy or humapen unknown device. Update 17-apr-2019: additional information was received from another consumer reporter on 12-apr-2019, regarding ongoing hospitalisation and product complaint for humapen unknown. Added additional consumer reporter. Updated the narrative with new information. Upon review of the case updated the action taken and status of human insulin to no change and ongoing. Edit 17apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24apr2019: additional information received on 24apr2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen unknown device associated with product complaint (B)(4) , which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.